Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose at the time of event was 'high'. In an attempt to troubleshoot the issue, customer attempted to perform the fill tubing sequence and did not see drops of insulin exiting the tubing. Customer received a valid minimum fill notification because customer had less than 50 units of insulin left in the cartridge. Customer was no longer able to troubleshoot the alarm and determine possible cause. Customer did not have additional supplies available at time of report and stated that the issue would be addressed by changing all supplies upon returning home. Customer declined further assistance or follow up from tandem technical support.